Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system received an inappropriate shock in august. At the device check, a review of the episode showed the shock was due to oversensing of noise that was inappropriately detected as ventricular tachycardia (vt). The rv lead had low, out-of-range pacing impedance measurements, increased pacing threshold measurements, and diminished r-wave amplitudes. In addition, the right atrial (ra) lead exhibited high pacing threshold and low pacing impedance measurements. It was also reported that the ICD recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A device replacement procedure was performed. The rv lead was surgically abandoned, as it was unable to be removed with traction. Insulation damage was observed. The ra lead and device were explanted successfully. New leads and a cardiac resynchronization therapy defibrillator (crt-d) were implanted to complete the procedure. No additional adverse patient effects were reported. The explanted products were expected to be returned for laboratory analysis.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system received an inappropriate shock in august. At the device check, a review of the episode showed the shock was due to oversensing of noise that was inappropriately detected as ventricular tachycardia (vt). The rv lead had low, out-of-range pacing impedance measurements, increased pacing threshold measurements, and diminished r-wave amplitudes. In addition, the right atrial (ra) lead exhibited high pacing threshold and low pacing impedance measurements. It was also reported that the ICD recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A device replacement procedure was performed. The rv lead was surgically abandoned, as it was unable to be removed with traction. Insulation damage was observed. The ra lead and device were explanted successfully. New leads and a cardiac resynchronization therapy defibrillator (crt-d) were implanted to complete the procedure. No additional adverse patient effects were reported. The explanted products were expected to be returned for laboratory analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This report also corrects the date of event. The returned ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.